Event description:
It was reported that the customer received a ¿replace sensor¿ alert on the ilet while using a dexcom g7 and requested assistance starting a new sensor; pairing had previously failed with the responsible device not identified, and customer care completed troubleshooting and education, successfully guiding the customer through g7 startup. Symptoms included no adverse clinical effects, and blood glucose values were not impacted. Outcomes included no injury and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a sensor replacement prompt with a pairing failure, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connection workflow issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.